Manufacturer narrative:
The event report alleges the product was used in a surgical procedure. Initial visual inspection of the instrument noted no abnormalities. Functionally, each instrument was loaded with an endo gia universal roticulator 60-3.5 single use loading unit. During testing of the instrument a skip was noted in each firing stroke after closure of the loading unit jaws. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage was noted to have possibly occurred during normal use of the product, which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic video-assisted thoracoscopic surgery (vats) lobectomy procedure. For two of the stapler handles, there was no problem unloading the device. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The jaws of the device did not lock onto the tissue. No component of the device broke off. For the third stapler handle, there was no problem loading or unloading the device. The stapler was able to fire. The stapler formation was not poor but the distal end of the staple line was incomplete. It was fixed using another stapler and reload. The jaws of the device locked onto the tissue. It was removed using the black knobs but it was extremely difficult. No device component broke off. In order to resolve the issue and complete the case, the surgeon had to open four staplers. Three of the staplers malfunctioned. There was no patient harm.